Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this crt-d and rv lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information was received and indicated that the connections was tested. The rate sensing portion of the lead had intermittent noise with manipulation that led to inappropriate shocks. However, no report of therapy exhaustion. The pacing/sensing portion of the lead was surgically abandoned while the defibrillation portion remains active. A new pacing/sensing lead was implanted. The device remains in service. No additional adverse patient effects were reported.